Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and keypad anomaly. Customer was unable to successfully clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Constant pump error 38 alarms noted during rewind due to motor flex cable not plugged in properly to on electrical board 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Motor was tested outside device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.